Manufacturer narrative:
(B)(4). The system error 322 alarms found during baxter's eval were confirmed through review of the event history log but not reproduced. It has been determined that the upper and lower auxiliary were the failing components which caused this error. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
During baxter's eval of a spectrum pump, it was found to have multiple events of "system error 322" within the event history log.